Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
This report pertains to the second of two spyscope ds used during the same procedure. It was reported to boston scientific corporation that a spyscope ds was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the ampulla and bile duct on (B)(6) 2020. According to the complainant, during the procedure, the physician gained access into the bile duct with a guidewire and tome. The first spyscope ds was backloaded over the guidewire and had access into the bile duct; however, the image never appeared on the screen. A second spyscope ds was used but they could not advance it into the bile duct. So, the physician gave up attempting and the spy portion of the procedure was rescheduled for approximately two months from (B)(6), 2020. The overall ercp procedure was completed with a non-bsc cytology brush. There were no patient complications reported as a result of this event.